Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in a 49-year-old female patient who had essure (batch no. 664661) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, uterine leiomyoma, nabothian cyst, incomplete abortion, knee operation and pap smear abnormal. Concurrent conditions included postmenopausal bleeding, uterine enlargement, menorrhagia, hot flashes, irregular menstrual cycle, tiredness, perineal pain, benign fallopian tube neoplasm and benign ovarian tumor. Concomitant products included escitalopram oxalate (lexapro) from (B)(6) 2010 for depression and anxiety as well as norethisterone (nor-qd) from (B)(6)2010, nsaids since 2010 to (B)(6) 2018, paracetamol (acetaminophen) since (B)(6) 2009 and sertraline hydrochloride (zoloft) since 2010 to august 2018. On (B)(6)-2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), depression ("depression/ psych injury"), anxiety ("anxiety/mental anguish") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On (B)(6) 2018, the patient was found to have uterine leiomyoma ("fibroid on uterus"), 8 years 1 month after insertion of essure. On an unknown date, the patient experienced back pain ("back area pain"), arthralgia ("hips pain") and pain in extremity ("legs pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on 24-aug-2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and weight increased had resolved, the dysmenorrhoea, fatigue, headache, depression, anxiety, vaginal discharge, uterine leiomyoma, back pain, arthralgia and pain in extremity outcome was unknown and the migraine was resolving. The reporter considered anxiety, arthralgia, back pain, depression, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pain in extremity, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: right tube: 5 coils left tube: 3 coils patient received treatment for abnormal bleeding, pain, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on 16-mar-2010: essure device was successfully occluded. Essure was not visable on the right side. Tubes were occluded. Partial filling of the right fallopian tube but no intraperitoneal spill; on 16-jun-2010: confirmed evidence of bilateral tubal occlusion with essure implants.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : heavy vaginal bleeding, heavier periods, abnormal bleeding, weight gain, fibroid on uterus, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received : events- "physical pain/pain, weight gain" outcome updated to "recovered / resolved" we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in a (B)(6) year-old female patient who had essure (batch no. 664661) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, uterine leiomyoma, nabothian cyst, incomplete abortion, knee operation and pap smear abnormal. Concurrent conditions included postmenopausal bleeding, uterine enlargement, menorrhagia, hot flashes, irregular menstrual cycle, tiredness, perineal pain, benign fallopian tube neoplasm and benign ovarian tumor. Concomitant products included nsaids since 2010 to (B)(6) 2018, paracetamol (acetaminophen) since (B)(6) 2009 and sertraline hydrochloride (zoloft) since 2010 to (B)(6) 2018. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), depression ("depression"), anxiety ("anxiety/mental anguish") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On (B)(6) 2018, the patient was found to have uterine leiomyoma ("fibroid on uterus"), 8 years 1 month after insertion of essure. On an unknown date, the patient experienced back pain ("back area pain"), arthralgia ("hips pain") and pain in extremity ("legs pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, migraine and weight increased was resolving, the vaginal haemorrhage and menorrhagia had resolved and the dysmenorrhoea, fatigue, headache, depression, anxiety, vaginal discharge, uterine leiomyoma, back pain, arthralgia and pain in extremity outcome was unknown. The reporter considered anxiety, arthralgia, back pain, depression, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pain in extremity, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: right tube: 5 coils. Left tube: 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Essure was not visable on the right side. Tubes were occluded. Partial filling of the right fallopian tube but no intraperitoneal spill; on (B)(6) 2010: confirmed evidence of bilateral tubal occlusion with essure implants. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records: heavy vaginal bleeding, heavier periods, abnormal bleeding, weight gain, fibroid on uterus, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2019: pfs and mr received. Reporter information were added. Date of removal were added. This case becomes incident. Lot number were added. Medical history and concomitant drug were added. Lab data were added and updated. Event : abnormal bleeding (vaginal), menorrhagia, dysmenorrhea (cramping), fatigue, migraines, headaches, depression, anxiety/mental anguish, vaginal discharge, weight gain, fibroid on uterus, back area pain, hips pain, leg pain were added. Event verbatim were updated as physical pain/pain. Outcome of the event physical pain/pain were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in a 49-year-old female patient who had essure (batch no. 664661) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, uterine leiomyoma, nabothian cyst, incomplete abortion, knee operation and pap smear abnormal. Concurrent conditions included postmenopausal bleeding, uterine enlargement, menorrhagia, hot flashes, irregular menstrual cycle, tiredness, perineal pain, benign fallopian tube neoplasm and benign ovarian tumor. Concomitant products included nsaids since 2010 to august 2018, paracetamol (acetaminophen) since december 2009 and sertraline hydrochloride (zoloft) since 2010 to (B)(6) 2018. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), depression ("depression"), anxiety ("anxiety/mental anguish") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On (B)(6) 2018, the patient was found to have uterine leiomyoma ("fibroid on uterus"), 8 years 1 month after insertion of essure. On an unknown date, the patient experienced back pain ("back area pain"), arthralgia ("hips pain") and pain in extremity ("legs pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, migraine and weight increased was resolving, the vaginal haemorrhage and menorrhagia had resolved and the dysmenorrhoea, fatigue, headache, depression, anxiety, vaginal discharge, uterine leiomyoma, back pain, arthralgia and pain in extremity outcome was unknown. The reporter considered anxiety, arthralgia, back pain, depression, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pain in extremity, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: right tube: 5 coils left tube: 3 coils . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Essure was not visable on the right side. Tubes were occluded. Partial filling of the right fallopian tube but no intraperitoneal spill; on (B)(6) 2010: confirmed evidence of bilateral tubal occlusion with essure implants. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : heavy vaginal bleeding, heavier periods, abnormal bleeding, weight gain, fibroid on uterus, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-jun-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.